Event description:
It was reported that the atrial lead had non-capture until the outputs were increased. The patient did not feel well after the device replacement. The parameter on the lead was reprogrammed, and the issue had resolved. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.